Event description:
Customer reported that broken thread on the inner cannula of an 6fen tracheostomy tube is preventing the inner cannula from being removed. The customer reported that a replacement tube had to be inserted. There was no patient harm reported.